Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2015, (B)(6) had surgery to repair his shoulder. On (B)(6), the shoulder was dislocated or "fell apart." (B)(6) had a second surgery on (B)(6) to repair the dislocated shoulder.

Manufacturer narrative:
An event regarding alleged dislocation involving a x3 humeral insert - 40mm x 6 constrained was reported. The event was confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available or evaluation. -medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: an office visit of (B)(6) 2015 with the patient one week postoperative notes a pain level of four over ten and x-ray revealed a dislocated right reverse total shoulder. On (B)(6) 2015 a revision of the right reverse total shoulder was performed for a diagnosis of dislocated right reverse total shoulder. X-rays dated (B)(6) 2015 are three views of the right shoulder with a reverse total shoulder replacement with a cemented humeral stem, which is dislocated, and the glenosphere is intact. It is noted that the humerus is shortened. The clinician concluded, in this osteoporotic patient on steroids, failure to gain soft tissue tension and appropriate length resulted in the recurrent instability of the reverse total shoulder replacement which was initially performed for a failed internal fixation of a never reduced proximal humeral fracture. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation concluded that failure to gain soft tissue tension and appropriate length resulted in the recurrent instability of the reverse total shoulder replacement. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
On (B)(6) 2015, (B)(6) had surgery to repair his shoulder. On (B)(6) the shoulder was dislocated or "fell apart." (B)(6) had a second surgery on (B)(6) to repair the dislocated shoulder.